Manufacturer narrative:
S/w version 4.11d. Retainer ring = clear . Customer returned pump for alleged cosmetic damage located a crack on the battery compartment found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched lcd window, damaged display window cover, battery tube threads - cracked, cracked case, cracked case (battery tube), serial number label missing and cracked retainer. Pump did not meet specifications due to severely scratched lcd window. Cosmetic damage was confirmed cracked case (battery tube). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the battery compartment no harm requiring medical intervention was reported. The insulin pump was returned for analysis.